Manufacturer narrative:
Investigation results did not confirmed the reported condition and confirmed that the device was working according to specifications. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova (B)(4) requested the device back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender could not deliver the set flow rate during procedure. There was no report of patient injury.